Event description:
It was reported the patient underwent aortic valve replacement and had an uneventful postoperative course. A follow up transthoracic echocardiogram suggested moderate central aortic insufficiency. Blood cultures and lab tests showed no sign of infection. A repeat echo showed moderate to severe central aortic insufficiency. It was decided to explant the valve to avoid the development of adhesions. Additional information has been requested.